Event description:
A report was received that the pt's ipg was relocated because it was on the side that she sleeps on. The ipg was moved to a more comfortable location on the pt's other side. The pt was reportedly doing well after the procedure.

Manufacturer narrative:
This is the final report.